Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced chronic debilitating pain, excessive bleeding, infection, mesh erosion and destruction of vaginal tissue warranting the need for additional surgical intervention, mental and physical pain and suffering, permanent injury, extensive medical treatment and corrective surgery, and will require additional surgical intervention. Please refer MFR report # 9615742-2012-00605.